Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the motor device cable/cord/wiring was damaged. It was noted that no test run was possible, the control unit was defective, the coupling was worn out, the machine was getting hot and it evolves. After a short time the machine becomes hot and it develops ¿rouch.¿ it was also noted that the device failed pre-repair diagnostic tests for loctite and cable assessments, cutter lock assessment, and motor thermistor assessment. It was noted in the service order ¿the motor lock could not turn downward/to the left.¿ this event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.